Manufacturer narrative:
Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported, right side seroma late. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported "patient presented 6 weeks post-op with signs of a right sided severe peri-prosthetic infection." Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma late. Device remains implanted.